Event description:
Pt treated for injury resulting from fall in 12/95 with open reduction internal fixation of fractured right femur. Pt did well until april when he felt a sudden snap in the right knee while walking with a cane. X-rays showed that he fractured the plate above the second screw hole, and this appeared to be related to a non-union in the supracondylar area. Plate replaced on 5/9/96 with twelve holed plate with multiple screw fixation. Pt discharged to home.